Manufacturer narrative:
Pump error noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage on keypad traces. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with scratched case, missing display window cover, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised the alarm occurred during a bath at the spa. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.